Event description:
The patient reported to olympus, after having a diagnostic colonoscopy for rectal pain with an unknown olympus endoscope, she woke up from anesthesia with notable left shoulder pain when breathing. The patient was sent home. The pain persisted & eventually worsened in upper left abdomen & shoulder. The patient saw their primary care physician on (B)(6) 2022 ((B)(6)). A cat scan & chest x-ray were ordered and the findings included a spleen laceration & a bleed. The patient was sent to the emergency room and was discharged the same day, later on (B)(6) 2022 with orders to rest. On the afternoon of (B)(6) 2022, the pain became severe. The patient was instructed to return to the emergency room on (B)(6) 2022. Another cat scan was done on the patient's abdomen and the bleeding had worsened. The patient was then transferred from the (B)(6) ER to the (B)(6) ER. The patient was admitted to st. Luke's in bethlehem (B)(6) 2022 for observation and was discharged (B)(6) 2022. The patient is experiencing significant pain. The treating physician has advised the patient that the pain may last 2-3 weeks and healing will require 3-6 months. The patient is on limited work hours until august 19, 2022. The facility was also contacted and stated the operative clinical complication documentation by the anesthesiologist stated 'none.' The physician documented she spoke with the patient (B)(6) 2022 and she was treated conservatively with acetaminophen, fluid, rest, and warm compresses. Patient was re-informed of risks of procedure.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00005.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since no additional information could be obtained from the facility, the cause of the reported event could not be determined. Although the patient¿s pain (due to spleen damage) was confirmed immediately after the procedure, the incident wasn¿t detected until four days after the procedure. However, this suggests that the reported event likely occurred during the procedure. It is unknown whether the device contributed to the reported event. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the operation manual states the following as example of handling that device may cause damage to tissue: angulation operation and insertion/withdrawal of device with excessive force. Insertion/withdrawal of device with the bending section engaged.¿ olympus will continue to monitor field performance for this device.